Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Surgical intervention is planned, but not yet scheduled. The patient height, weight, and activity level is unknown. Factors which may contribute to acetabular loosening pertaining to this device may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of missing connectivity between stem/neck head interfaces, impingement, or patient activity post-surgery. However, a definitive cause can not be conclusively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.

Event description:
It is reported by the patient that he underwent right total hip replacement surgery in 2007. Post-op, patient has been experiencing pain and his surgeon has recommended revision surgery, which has not yet been scheduled.